Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 329 mg/dl and 128 mg/dl. Customer went to the doctor after the reading of 329 mg/dl. Doctor did not run customer's blood sugar test. Doctor wanted to know what the customer ate the night before (lettuce, broccoli, sardines, and tomatoes). The doctor was satisfied with the reading of 329 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.